Manufacturer narrative:
Evaluation of the returned lantern revealed a functional device. During the functional test, a demonstration coil was advanced through the returned lantern without an issue. The root cause of resistance during the procedure could not be determined. Further evaluation revealed a kinked strain relief. This damage was likely incidental to the reported complaint. The strain relief was unraveled and there was no kink in the proximal shaft of the lantern. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-01144, 2. 3005168196-2021-01145. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01144 and 3005168196-2021-01145.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a lantern delivery microcatheter (lantern), pod coils, pod packing coils (pod pcs), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing a pod coil; however, the pod coil was successfully implanted. Next, the physician encountered resistance while advancing a pod pc through the middle of the lantern. Therefore, the pod pc and lantern were removed from the procedure. The procedure was completed using a new lantern to implant the same pod pc, one additional pod pc of the same size, and three non-penumbra coils. There was no report of an adverse effect to the patient.